Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the green stent for evaluation. Per the visual evaluation, green stent was observed to be broken. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "stent placement in order to improve sliding, immerse the stent in a normal saline solution. Confirm the guidewire position where it coils inside the renal pelvis. Move the pigtail straightener over the proximal end (kidney coil end without the suture) of the ureteral stent, allowing easier insertion onto the guidewire. Remove the pigtail straightener once the stent is secure in the guidewire and pass the stent over the guidewire through the cystoscope by using the pusher with radiopaque tip for proper placement. Keep watching the distal end (bladder coil end with the suture) of the stent or radiopaque, proximal end of the pusher while advancing to proper position of the stent. Hold the guidwire to keep it from moving. Stop advancing when the stent's distal end is identified. If the proximal end is inserted too much, pull the suture to modify the stent properly. Confirm proximal end of the pusher and stent's distal end marker (bladder end), reaches the uretevosical junction (uvj) by fluoroscopy." (B)(4).

Event description:
It was reported that the stent was broken upon opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent was broken upon opening the package.